Event description:
It was reported that during the shoulder cuff repair surgery, the surgeon used the 4.5mmtwinfix ultra pk to put the anchor in. In the process of screwing in, the anchor body and the anchor shaft rotated, and then took out the anchor to check, while the anchor and the shaft were locked and could not be pulled out. Before putting the anchor, it has already used 3.8 starter to prepare the insertion site. There was a backup device available to complete the procedure with no significant delay. An additional bone tunnel was created to implant the backup anchor.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor is not aligned properly on the inserter shaft. No sutures remains on the inserter or anchor and were not returned for examination. The anchor is cracked, bent and heavily burnished. Removal of the anchor from the inserter confirmed one of the two inserter tines is missing the other tine is bent. The missing tine could not be located within the anchor. The condition of the device indicates it was subjected to excessive force during insertion.